Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 29mm sapien 3 via subclavian approach, a 60cc syringe was needed to deflate the balloon as there was difficulty inflating and deflating balloon during valve deployment. The device was discarded at the hospital.

Manufacturer narrative:
Update to h6, device code, type of investigation, investigation findings and investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. Imagery was provided from the site and the following was observed: a video was provided and showed prolonged duration for delivery system inflation and deflation, inflation and deflation on the back table shows no abnormalities or prolongation. Additionally, the orange crimp stop suggests a 29mm valve was used in the procedure, the patient's annulus area was calculated to be 357.4 mm2, calcification, tortuosity, and undersized vessels (rectangles) seen in patient's access vessels. It should be noted that off-label implant of a 29mm sapien 3 valve into an undersized annulus, in aortic position for this case. The edwards 29mm sapien 3 valve with the commander delivery system is not indicated for use if the annulus size (area) less than 540mm2. The IFU and training manuals in this section were reviewed for relevant guidance for an s3 implant using a commander delivery system within recommended native valve annulus size. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, device preparation training manual, device procedural training manual, and procedural manual supplement for subclavian and axillary approach. Based on this review, no IFU training deficiencies were identified. Risk management review found that implanting a sapien 3 (size 29mm) into an oversized annulus (357mm2) is not an indicated use per the IFU. The risk management file captures risks for indicated device use only. Therefore, the review of the risk management file is complete, and no further action is required at this time. The complaints for inflation and deflation difficulties were confirmed based on the evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the lot number was not provided. Additionally, a review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "a 60cc syringe was needed to deflate the balloon as there was difficulty inflating and deflating balloon during valve deployment." Returned imagery indicates that the device used for this case was a 29 mm delivery system. It should be noted that an off-label implant of a 29mm sapien 3 valve into an undersized annulus, in aortic position, was performed for this case. The edwards 29mm sapien 3 valve with the commander delivery system is not indicated for use if the annulus size (area) less than 540mm2. Per 3mensio review, the patient's annulus size was measured to be 357.4 mm2. Per the IFU, s3 thv size 29mm is for native valve annulus size (area) between 540 to 683 mm2. Additionally, per 3mensio review, calcification, tortuosity, and undersized vessels were observed in the patient's access vessels. Under these conditions, the patient's anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the delivery system to overcome during tracking and subsequently affecting inflation and deflation. These factors can potentially lead and contribute to the reported difficulty felt when attempting to deploy the valve in the target location. In this case, available information suggests that the patient's (undersized annulus, tortuosity, calcification, undersize access vessels) and/or procedural factors (off-label use) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No corrective or preventative actions are required.